Event description:
It was reported that the patient experienced shortness of breath during physical therapy. It was noted that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.